Manufacturer narrative:
Batch review performed on 23 august 2021: lot 130914: (B)(4) items manufactured and released on 03-june-2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event on this lot since 2017. Additional implant involved: liner: versafitcup dm 01.26.2854mhc double mobility hc liner 28/dmg (k092265) lot. 152102. Batch review performed on 23 august 2021: lot 152102: (B)(4) items manufactured and released on 20-aug-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event since 2017. Additional implant involved: stem: amistem h 01.18.133 ha coated std stem size 3 (k093944) lot. 154485. Batch review performed on 23 august 2021. Lot 154485: (B)(4) items manufactured and released on 06-nov-2015. Expiration date: 2020-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event on this lot since 2017.

Event description:
5 years and 7 months after the primary the patient came in reporting instability due to a leg length discrepancy and the cause of the leg length discrepancy is unknown. The surgeon revised the stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.